Manufacturer narrative:
A compressor breath delivery (bd) power distribution printed circuit board (pcb) and a compressor bd power controller pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions and no errors were recorded in the diagnostic logs. An investigation was performed and the product investigation technician reported that no fault was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on a 980 ventilator went inoperative. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor power distribution printed circuit board (pcb), compressor power controller pcb and the compressor muffler. The se performed calibrations and extended self-testing on the device and all tests passed.